Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the pump check and menu buttons are responding intermittently. He advised he has the press the buttons several times for them to respond. No adverse event alleged. A request was made for the return of the device.